Event description:
It was reported that an ilet user attempted to connect a new freestyle libre 3 plus sensor, received a dosing stops soon alert and multiple pairing failed alerts, and later confirmed the sensor had first been started and was providing readings in the libre app, which prevented proper pairing to the ilet; after starting a new sensor through the ilet app, the system displayed warmup as expected, consistent with communication failure due inability for the sensor to pair to multiple devices. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the libre sensor and the ilet system that led to pairing and communication failures, due to improper procedure and setup. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and failure to follow proper setup procedure.